Event description:
It was reported during an angioplasty treatment procedure, catheter removal difficulty occurred. The lesion being treated was a superficial femoral occluded few centimeters after the ostium, about 20 cm. The unspecified guide crossed the occlusion without difficulty. The mustang 5.0 x 150 has struggled to cross the occlusion, and it did not fully cross. The physician inflated then tried again to move the mustang without success. He decided to remove it. The withdrawal was with great difficulty through the introducer 6fr. The physician passed an unspecified arterio lead to facilitate the transition of the balloon. He re-inserted the balloon with difficulty into the introducer. So the physician decided to change the balloon and took a non-bsc balloon 5x150. The device was inserted without difficulty, it crossed the lesion successfully. The physician dilated with a good result and he removed the balloon without forcing. The physician tried a last time with the mustang but he encountered the same difficulty to cross the introducer. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).